Event description:
It was reported that the patient was unable to connect and make adjustments both with and without the antenna attached. The patient also experienced a loss of therapeutic effect and urinary tract infection. They were urinating a lot. The patient did still feel stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-33, lot# v434615, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient no longer had concerns with their device.